Event description:
On july 26, 2020, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. It was not reported when the alleged meter inaccuracy began. The reporter claimed the patient sometimes obtained inaccurate high readings of "over 500 and 385 mg/dl" with the subject meter. The patient manages her diabetes with levemir insulin (20 units every 12 hours). It was not reported if the patient made any changes to her usual diabetes management regimen as a result of the alleged issue. The reporter claimed that on the evening of (B)(6) 2020, after obtaining an alleged inaccurate high result of "100 something mg/dl" with the subject meter, the patient developed "low sugar and felt weak." The reporter claimed the emergency medical services (ems) were contacted for assistance and that the patient's blood glucose tested "22 mg/dl" on the ems meter on their arrival. The reporter claimed the paramedics treated the patient with IV fluids and a glucose injection and that the following day, the patient's doctor decreased her insulin dose to 10 units. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurate high blood glucose readings on the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.